Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Elegance clinical trial. It was reported that a dissection of grade d occurred. The subject underwent with a ranger drug coated balloon (dcb) and eluvia drug eluting stent on (B)(6) 2022 as part of the elegance clinical trial. The target lesion #001 was located in the right mid and proximal superficial femoral artery (sfa) with a proximal reference vessel diameter of 6mm, distal vessel diameter of 6mm, lesion length of 250mm, 70% stenosis, and was classified as tasc ii b lesion. Treatment of right proximal popliteal artery was performed by dilation with a 6 x 200mm ranger dcb, followed by a 6 x 20 mm peripheral cutting balloon. The treatment of right proximal sfa and mid sfa was performed by dilation with study device, ranger drug coated balloon of 6.0 mm x 80 mm followed by placement of 6 mm x 120 mm eluvia drug eluting stent. Post dilation, the final residual stenosis was noted to be 30%. On (B)(6) 2022, during the treatment of the target lesion #001, dissection of grade d was noted in the target lesion due to the study device ranger dcb 6 x 80mm. In response to the dissection noted, a 6mm x 120mm eluvia stent was implanted and a balloon dilation was performed. Following post treatment, the final stenosis was noted to be 30%. The event was resolved.